Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g7 wearable transmitter with serial number (B)(6)]. However, data for the g7 wearable transmitter with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.